Event description:
Found during routine testing. According to the reporter, the device will not charge the defibrillator. There was not patient associated with the report.

Manufacturer narrative:
The device is being returned to physio-control for evaluation. Physio-control will submit a supplemental report on this event to the FDA.